Event description:
Patient initially reported no complaint against the left device. Healthcare professional later reported rupture. Device was explanted and replaced.

Event description:
Patient initially reported no complaint against the left device. Healthcare professional later reported rupture. Device was explanted and replaced.

Manufacturer narrative:
(B))(. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.